Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states. The consumer had latex allergy. The concomitant medications were not reported. On an unspecified date, the consumer started using band-aid unspecified (frequency, lot number and expiration date unspecified) cutaneously, for an unknown indication. After an unspecified duration, she experienced anaphylaxis. The action taken with the device and outcome of the event were unknown. This report was assessed as serious (medically significant) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 25-may-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 26-apr-2015 from a female consumer (age unspecified) reporting on self from the united states. The consumer had latex allergy. The concomitant medications were not reported. On an unspecified date, the consumer started using band-aid unspecified (frequency, lot number and expiration date unspecified) cutaneously, for an unknown indication. After an unspecified duration, she experienced anaphylaxis. The action taken with the device and outcome of the event were unknown. This report was assessed as serious (medically significant) and company causality was assessed as related. Additional information was received on 11-may-2015. Consumer did not provide any specifics regarding the product. The analysis for this product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report remains serious.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.